Event description:
The neurosurgeon reports upon insertion of the catheter while removing the stylet, the stylet seemed to be sticking to the inner lumen of the catheter. If the catheter placement was not correct, the stylet was re-inserted for catheter re-positioning. The stylet was noted to stick upon re-insertion. Once the catheter was placed, it functioned as desired with no performance issues. The neurosurgeon was not sure if the pt presented with sub-arachnoid hemmorrhage or intraventricular hemmorrhage prior to catheter insertion. Upon removal of the catheter the neurosurgeon noted small fragments of paracheymal tissue. The pressence of the fragments of tissue was not a concern for the neurosurgeon. He reports this is common to see fragments of tissue in the catheter. A routine CT scan performed post catheter removal demonstrated blood at the track of the cahteter. The pt was observed in ICU for an additional day. The pt recovered from the bleed. No additional treatment was required.